Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿tip wall thickness too thin¿. A potential root cause for this failure could be ¿improper manufacturing technique/s¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic insert, squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that urine would not drain out of the male external catheter which allegedly made the patient's skin sore and caused an infection. Per additional information received from the customer contact via phone on (B)(6) 2019, the infection was treated with prescribed antibiotics from the patient's doctor.